Event description:
Boston scientific crm received information that this field representative (fr) called technical services (ts) stating they have this demo device and when interrogating the device a fault code 01 would appear. The fr stated this device was found in a desk drawer. The device was returned for analysis.

Manufacturer narrative:
Upon receipt from our post market quality assurance laboratory, initial testing noted 134 resets in the reset counter. The device paced and sensed properly in reset-vvi mode. Upon further testing, it was determined by high resolution x-ray that the accelerometer was broken at the base. High resolution inspection of the pacemaker case found several areas of damage and scarring. Technicians noted the reason for the reset state was due to the broken accelerometer nickel plate. The plate was making intermittent contact with the capacitor causing system resets. The root cause for the broken accelerometer was due to handling as there were several areas of damage on the pacemaker.